Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a medical procedure where the magnet was used, the patient with pacemaker experienced pacing inhibition that lasted for a couple of seconds. Field representative had done a post-procedure check where the lead measurements looked good, and the device was operating as programmed. The device remains in-service. No adverse patient effects were reported.